Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of tubing issues. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. The manufacturer has been notified of this occurrence. Sample was stated sent by customer but there was no movement to indicate this in tracking. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Imdrf codes must be updated.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that primary tubing was leaking/cracked at where we believe the blue slide clamp was engaged on the tubing. These were chemotherapy preparations where pharmacy primes the tubing in the cleanrooms.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.